Event description:
It was reported that the patient showed voice paralysis. Patient developed voice paralysis within a month from the implant date. When the device stimulates, the voice is perfectly fine. It's only when device does not stimulate. Patient is scheduled to go see an ent. Additional information from the physician revealed that the patient has had vocal cord paralysis since she was implanted. The patient can speak, but cannot maintain her voice volume. Paralysis goes away when the device is on. Diagnostics results showed everything working within normal limits. Physician is slowly increasing the parameters and patient is showing slight voice improvement.